Manufacturer narrative:
B5 should also include "high voltage therapies were disabled." G2 - distributor should also marked.

Event description:
New information noted that device was not able to be interrogated using inductive telemetry. It was also noted that high voltage therapies were disabled.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic. It was noted that implantable cardiac defibrillator (ICD) went into back-up mode, and it was not able to be interrogated. Programming changes were made to restore the normal device function. There were no patient consequences noted.